Event description:
It was reported that a patient presented with noise on their implantable cardioverter defibrillator (ICD). No changes or intervention was reported; the device will continue to be monitored. The patient condition was stable.